Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels in the past (350 mg/dl). The customer stated they were unsure what the cause of the elevated bg level was. A manual injection was delivered each time to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.